Manufacturer narrative:
This product was received for evaluation and the reported failure could not be duplicated. Tech services charged, cleaned and tested the device and returned it to the customer. This MDR is being filed as result of a retrospective review.

Event description:
The customer reported that during an emergency patient procedure, using a glidescope avl monitor, the monitor was going blank intermittently. The first time it happened they were able to bring it back up with a hard reset, but it happened again and a reset wouldn't fix the problem. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.